Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was receiving unknown drug. Via an implantable pump for unknown, indications for use. It was reported, that the patient had to have a second surgery in (B)(6), because it was turned upside down. The patient reported, that the pentec nurse was supposed to come out every 2-3 months and do a refill. They hadn't talked to them since, prior to the surgery. The patient started to feel pain and "all that". The patient had sent him messages, but didn't get any return call back. The patient stated, they had a follow up visit with their healthcare provider (hcp) last friday (B)(6) 2024.